Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this lead was explanted due to high pacing impedance greater than 2000 ohms.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation. It is reasonable to assume that these cuts resulted from the extraction procedure. Blood penetrated the lead. In addition, abrasion marks were found between 46 cm and 49 cm distal to the is1 connector pin. However, the insulation was intact in this area. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported high pacing impedance. The values of the parameters measured during the electrical analysis were within the technical specifications.the manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.